Manufacturer narrative:
Device passed displacement test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm noted during self test and confirmed in device history due to broken trace on keypad assembly. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an audio anomaly, keypad anomaly, and hardware low level failure alarm. The customer stated that the back and up buttons were unresponsive. They stated that the back button needed to be pressed multiple times to get it responding normally again. The customer stated that the device was not making any sound when alarming for high or low glucose alerts and stuck button alarms. The device alarmed hardware low level failure during self test. The customer's blood glucose was 353 mg/dl. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.